Manufacturer narrative:
An event regarding infection was reported. The infection was not confirmed, however, femoral component loosening involving a scorpio femoral component confirmed based on operative notes provided. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: there is no documentation of infection as an indication for the revision surgery. The operative notes indicate femoral component gross loosening but no reason for the loosening is given. There is no evidence that factors of faulty stryker prosthetic components or cement responsible for this clinical situation. Device history review: the batch was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided. The medical review indicates that there is no evidence that the event of femoral loosening is device or cement related. There is no documentation of infection as an indication for the revision surgery. No further investigation for this event is possible at this time as no devices were received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a primary surgery in (B)(6) of 2004 using stryker products. Patient had an infection and had to have a revision surgery in (B)(6) 2011. Update: per medical records review, there is no documentation of infection as an indication for the revision surgery. The medical review indicates that there is no evidence that the event of femoral loosening is device or cement related.